Event description:
Device was returned for service. During the service technician found that the drill bit was broken. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side was worn out. This was attributed to faulty care and maintenance. The computer components were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Manufacturing date for this device is unavailable. Placeholder.